Event description:
It was reported to medtronic minimed that the customer experienced a crack in the insulin pump, and was exposed to moisture and stated that the pump no longer works. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received, with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test, due to blank display. Unable to download history files and traces using thump, due to blank display. Pump was cut open to perform visual inspection. And no moisture damage was found in the electronic assembly, motor or force sensor. However, a crack was found on the u6 chip (pcba 2 board). The sc1 cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case and cracked keypad overlay. Alleged moisture exposure not confirmed, during visual inspection. However, cosmetic damage was confirmed, where scratched case and cracked keypad overlay was noted. Blank display was confirmed, during analysis, due to a cracked u6 chip (pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.